Event description:
It was reported that the device screen was blank. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device display, which was determined to be faulty. Additionally, the downstream occlusion sensor was determined to be damaged, the battery contacts were corroded, and the battery housing door was missing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device will be repaired and its battery door, battery contacts, display and dso sensor will be replaced.